Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing sensation since 2 weeks. No specific trauma was reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, one channel has apparently been out of cochlea since initial implantation. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has no longer had any hearing sensation since 2 weeks. No specific trauma was reported. The patient was re-implanted.